Event description:
It was reported a balloon kyphoplasty was performed on a pt. The following day, a CT scan confirmed an asymptomatic cement leakage into a disc space. The pt would be followed. Reportedly, there was no health hazard to the pt. No additional info was reported. Note: at the time of this event, kyphoplasty products were not distributed in (B)(4).

Manufacturer narrative:
Method: device not returned, follow up with company representative.